Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The upper extremities are not used for mobility; therefore, would not cause or contribute to the traumatic fall that led to further injury. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. Therefore, the root cause is traced to non-device related factors. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent left shoulder arthroplasty approximately four (4) years and nine (9) months ago. Subsequently, the patient had fallen approximately ten (10) months ago and experienced a periprosthetic bone fracture and the fracturing of one peripheral screw. The patient later underwent a revision surgery approximately one (1) month ago. The surgeon was originally going to request/implant a pmi device, but felt like the patient had enough bone to just use stock implants instead.